Manufacturer narrative:
Corrective data: catalog and lot numbers populated.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the make sure heater bag is on heater tray message. Treatment was cancelled and it was noted that the cycle had fluid where the cassette gets inserted. The cassette and packaging were discarded. The patient will complete treatment with manuals. The cycler will be replaced.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the make sure heater bag is on heater tray message. Treatment was cancelled and it was noted that the cycle had fluid where the cassette gets inserted. The cassette and packaging were discarded. The patient will complete treatment with manuals. The cycler will be replaced.